Event description:
Information received from the field notes no measured data for the atrial lead and no pacing at 10v. Ventricular lead impedance was 1990 ohms. It was noted that the patient was recovering after the event.